Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, underweight device, and red particles. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the shell thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "herniation of the silicone gel implant." Healthcare professional reported a right side rupture. Device has been explanted.